Event description:
Reportedly, the defibrillation system was implanted on (B)(6) 2016 and the patient was discharged home on (B)(6) 2016. No device-related nor procedure-related adverse event was recorded in the 1 to 3 - month, 6 month, 12 month and 18 month follow-ups performed on (B)(6) 2016, (B)(6) 2016, (B)(6) 2017 and (B)(6) 2017, respectively. The site reported on 6 june 2018 that the patient died on (B)(6) 2018 due to dyspnea. Upon arrival of the emergency services, the patient was in asystole. The relation between the death and the ICD could not be determined by the site. Preliminary analysis revealed a proper device functioning until (B)(6) 2017.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [(B)(4) - analysis_and_closure_report_(B)(4).pdf].

Event description:
Reportedly, the defibrillation system was implanted on (B)(6) 2016 and the patient was discharged home on (B)(6) 2016. No device-related nor procedure-related adverse event was recorded in the 1 to 3 - month, 6 month, 12 month and 18 month follow-ups performed on (B)(6) 2016, (B)(6) 2016, (B)(6) 2017 and (B)(6) 2017, respectively. The site reported on (B)(6) 2018 that the patient died on (B)(6) 2018 due to dyspnea. Upon arrival of the emergency services, the patient was in asystole. The relation between the death and the ICD could not be determined by the site. Preliminary analysis revealed a proper device functioning until (B)(6) 2017.